Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. Coumadin dosage was decreased based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.